Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis/surgery. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after clip deployment, the device could not be removed from the patient anatomy. The access ports were utilized and a click was heard; however, the thumb advancer would not retract and removal of the device was unsuccessful. The vessel was reported as not bleeding. A "nick & spread" was performed, and the device was removed. The clip achieved hemostasis. The patient is reported as doing well. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any relevant information.